Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium one essure wire is seen embedded within the left cornue') in an adult female patient who had essure (batch no. 869752) inserted for female sterilisation. The patient's medical history included adhesion, chronic cervicitis, menorrhagia, pelvic pain female, dysmenorrhea and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2019. L tube 3 coils were exposed, r tube 0 coils were exposed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event "medical device removal" was updated to "embedded device". Lot number, medical history, patient aka name, date of birth, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event injury was updated and new event "medical device removal" added. Explant details added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium one essure wire is seen embedded within the left cornue') in an adult female patient who had essure (batch no. 869752) inserted for female sterilisation. The patient's medical history included adhesion, chronic cervicitis, menorrhagia, pelvic pain female, dysmenorrhea and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2019. L tube 3 coils were exposed, r tube 0 coils were exposed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.